Manufacturer narrative:
Insulin pump received with no button response due to keypad connector unlocked. Pump was tested with a test keypad and no frozen display noted.

Event description:
Caller reported that insulin pump was freezing and buttons were not responsing. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was found that the time was advancing and buttons were responding. Insulin pump would be replaced per caller's request.